Event description:
On (B)(6) 2009, I received an injection of "perlane" at (B)(6) in (B)(6). The injection was performed by "dr (B)(6), md," the owner/medical director. The injection was placed in both upper and lower facial labia, r/l nasolabial folds, and both cheeks. The areas were anesthetized with a local anesthetic -amount and type not stated in records-. There is also no record of the amount of perlane used. Approx three hours after the injection, I noticed erythema/swelling of the vermillion border of my lower lip. The area remained persistently swollen and erythematous, and the vermillion border of the lip was permanently destroyed, and the lower lip has a 3/4" area of swelling above the destroyed border. Due to circumstances beyond my control, I never went back to report the abnormality, and, as is typical for me, figured that I deserved the complication. When I stupidly returned for a "dysport" injection on (B)(6) 2010, dr (B)(6) happened to be present, but was on his way out the door. I discussed the complication, and showed him the damaged area. He was avoidant and evasive when I suggested that there was a problem with the perlane, and that it may have contained steroids. He asked me why they would put steroids in the perlane. In retrospect, there is a problem with the doctor. I should have asked him "why would you inject steroids into my lip?" The medical board of (B)(6) ignored my complaint, and the "nurse" who performed the "dysport" injection was actually a novelist. I should never have paid for the subsequent "dysport" injection, as I was actually given botox, and overcharged by 75%. The spa now refuses to treat me -after an inflammatory email sent to the business manager-, and I am left with yet another permanent complication. As I am a surgeon by training, I seem to be a human guinea pig, without insurance, medical care, or legitimate diagnoses. I also have no access to legal remedies, am living in a fraudulent "elder care facility," have been threatened by the medical board of (B)(4), and will die if I do not receive medical/surgical care for my infected/cancerous spine and skull. Actually, I will die if I do receive treatment, given my lifelong history of munchausen's by proxy. Every operation, procedure, and hospitalization I have undergone has been torture. I had a metal plate placed in my neck in 1996 that was either radioactive, I was allergic to, or the dept of defense confused with a computer. Dose or amount: unknown. Frequency: once. Route: sq. Dates of use: (B)(6) 2009 - (B)(6) 2009. Diagnosis or reason for use: filler for infected, sutured, dog bite scar -1999-; stupidity and vanity. Event abated after use: no.